Event description:
A site technical representative reported a navigation system that experienced a image freeze during registration. No further details regarding this concern were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The computer was replaced in the system in the field. After computer replacement system is fully functional. Device repaired in field and returned to service.